Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The fluid path was inspected and no signs of leakage were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 300 mg/dl, while wearing the pod on the arm between 36 and 48 hours. At the hospital, the patient was given fluids and insulin (method unknown).